Manufacturer narrative:
Per tandems t:slim user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. Reportedly, the customer was traveling with an empty cartridge and did not bring extra cartridges. The customer did not have an alternate method of backup therapy available. It was recommended for the customer to contact health care provider regarding manual injections